Manufacturer narrative:
Correction : the previous or initial MDR submitted on (B)(6) 2018 was filed inadvertently. No device explantation or serious injury has occurred. The device is a surgical reject. This report is filed on june 28, 2018.

Manufacturer narrative:
This report is submitted on june 4, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the device was explanted on (B)(6) 2018, due to improper placement of the electrode array. Imaging revealed the tip of the array to be folded over in the cochlea. The patient was reimplanted with a new device during the same surgery.